Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the manufacturer representative would be seeing the patient for a 2 week post-operative pocket revision and to activate adaptive stimulation. The pocket was revised because the pocket was uncomfortable for the patient starting in (B)(6) 2016. The pocket site was well healed from the revision that occurred on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.